Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the unit alarms and had an error message stating "accumulated bubble alarm", however set had accumulated a large amount of air in the line past the air in line sensor during an infusion of ampicillin. There was patient involvement no harm.

Event description:
It was reported that the unit alarms and had an error message stating "accumulated bubble alarm", however set had accumulated a large amount of air in the line past the air in line sensor during an infusion of ampicillin. There was patient involvement no harm.

Manufacturer narrative:
Correction: annex b: b21, annex c: c21, annex d: d16, annex e: e2401, annex f: f24.medical device serial #, medical device model # , unique identifier (UDI) . Initial reporter occupation other occupation, report source, report source other. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, concomitant med prod data. Annex b: b01, annex c: c19, annex d: d14, annex e: e2403, annex f: f26. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the root cause of the reported issue of air bubbles passing through the pump module without alarms was not reproduced during laboratory testing. The inspection process did not find any issues or anomalies with the suspect pump module that may have been a contributing to the reported issue. All inspected parts were manufactured by bd. Results from air in line threshold test method, consisting of single air bolus detection and accumulated air detection tests demonstrated the unit is operating within specifications. Based on the review of the logs, on 05 june 2025 at 05:44 pm, the pcu event log showed the pcu and the suspect pump module were powered on and was assigned channel ¿b¿. The user selected ¿yes¿ to ¿new patient¿. The user selected ¿yes¿ to ¿same profile¿. The profile in use was identified as ¿adult critical care¿. It was identified pump module ail bolus limit was set to 250l and accumulated air enabled. At 05:44 pm, pump module s/n (B)(6) was selected and user programmed an infusion of ¿guardrails IV fluids¿ of normal saline with a rate of 80ml/h and a volume to be infused (vtbi) of 900ml, additionally, programmed a secondary infusion of ampicillin/sulbact with a rate of 200ml/h and a vtbi of 100ml. Infusion was started and recorded a primary volume infused (pvi) of 0ml and a secondary volume infused (svi) of 0ml. After a few seconds, pump was paused and immediately restarted, recording a pvi of 0ml and a svi of 1.619ml. At 06:15 pm, pump module s/n (B)(6) completed secondary infusion and transitioned to primary infusion. At 06:38 pm, pump module s/n (B)(6) alarmed for ¿accumulated air alarm¿, infusion was reset and paused. Pump module was powered off, recording a pvi of 30.801ml and a svi of 100.022ml. No more infusions were recorded on the reported date. The bd alaris system user manual v12.3.2, stated within warnings and cautions, when programming an infusion with the guardrails¿ suite mx, ensure that the correct profile (for patient care area) is selected prior to starting an infusion. Failure to use the appropriate profile can cause serious consequences. Minimize downstream infusion of air by incorporating the following steps: expelling air from the line during priming. Allowing cold solutions to warm to room temperature to prevent outgassing setting appropriate air-in-line thresholds ensuring the drip chamber remains vertical entering a vtbi less than or equal to the container volume the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.